Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead replacement procedure due to migration. During the procedure, fluid was found at the pocket site, so the implantable pulse generator (ipg) was also replaced. The patient was doing well postoperatively. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6).